Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000162, lot/serial: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the individual battery failure displayed on the mobile viewing station (mvs) monitor. The battery indicator was flashing red on the battery indicator. Battery tray 8 was replaced. The system passed system checkout and was functioning as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was not holding a charge. It was noted that the system had been plugged in for 16 hours before testing the unit. There was no patient involvement.